Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/11/2015 and confirmed that the sample probe was not plugged. He found the instrument was not aspirating due to a defective solenoid sl64. He replaced sl64 which fixed the problem. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the sample probe was clogged on a coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.